Event description:
It was reported that the patient suffered severe aphasia with paralysis. It was reported that the patient was improving but required assistance; however, the level of assistance is gradually reducing. No other information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, neurological deficits is a known risks associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the patient suffered severe aphasia with paralysis. It was reported that the patient was improving but required assistance; however, the level of assistance is gradually reducing. No other information is available.

Manufacturer narrative:
Subject device remains implanted.